Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there were air bubbles in the gel. There was no health impact or consequences reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bubbles in gel was observed. Additionally, 100 retention samples from bd inventory were visually inspected and gel air bubbles was found in 4 retain samples. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there were air bubbles in the gel. There was no health impact or consequences reported.